Event description:
It was reported that during a procedure using the ep spd2-us-050-320 spider fx device, a patient experienced a 30-minute delay in surgery due to a product malfunction. The procedure targeted a 100% stenosed lesion with plaque located in the distal left superficial femoral artery and popliteal artery, with a lesion length of 200mm and artery diameter of 7mm. Minimal vessel tortuosity and minimal vessel calcification were reported. A 7x40 non-medtronic sheath was used. The vessel was post-dilated with a 6x80 evercross pta balloon. No resistance was encountered when advancing the device. Removal difficulties were encountered when retrieving the device. The distal part of spider detached and remains of the product were left on the stent. The deployed stent was altered and corrected by stent overlap and pta. The deployed stent was an 8x60 protege everflex stent. The residual material/endo-trash was stented over and the procedure was completed. No vessel damage reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.